Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient had one lead with high impedances. Surgical intervention was undertaken on (B)(6) 2026 wherein it was found that patients ipg had flipped in the pocket and patients' leads were intertwined [related manufacturer reference number: 3006705815-2026-01556 and 1627487-2026-01210], as a result, patients' system was explanted and replaced, and the new ipg was sutured down to address the issue.